Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the hub. This was occurred during patient infusion with an unspecified intravenous antibiotic. The tubing was changed with no further leaking issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.